Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user had a blood glucose of 384 mg/dl after eating a hot dog and a milkshake without announcing the meal, followed by a supply change and guidance to monitor glucose for the next hour. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported hospitalization, and no reported adverse sequelae. Investigation included telephone troubleshooting and education focused on missed meal announcement and post¿infusion set change monitoring. Investigation of this case revealed no evidence of device malfunction and indicated user-related factors, including a missed meal announcement, as the likely contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.